Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the anvil stay attached to the intestine after the firing? Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Did the device staple? Was the staple line complete? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen in the surgical field? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? How many counter-clockwise revolutions were used to open the device? How was the anvil removed from the patient¿s intestine when it ¿was broken off and stayed attached¿? Was the anvil physically broken/damaged? If yes, were all pieces retrieved? What type of procedure was being performed? How was the procedure completed? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure, the device's anvil end was broken off and stayed attached to the patient's intestine. There were no patient consequences reported.